Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, patient was revised on (B)(6), 2011, due to pain. The modular head and taper adapter were removed and replaced.